Event description:
Related manufacture reference number: 2017865-2024-00803 it was reported that the patient presented during generator exchange procedure. During procedure, it was noted that the atrial lead and right ventricular lead were twisted and exhibited insulation damage. The right ventricular lead was explanted and replaced on (B)(6). 2024 while the atrial lead remained in situ. The patient was in stable condition.